Event description:
In 2008, the patient was found unconscious by her mother between 11:00 - 11:30 am. The patient's mother called the emergency doctor and the patient was given glucose orally and via injection. Upon review of the infusion device bolus history a bolus of 3.2 was delivered at 7:53 am and another bolus of 2.5 was delivered at 7:57 am. No further information is available. The patient's infusion device was replaced and requested to be returned for evaluation.